Event description:
Baxter affiliate reports one incident of a pt death which occurred after an uneventful dialysis treatment. Pt did not appear in front of the hospital for transportation and was found in the dressing room with no pressure, no pulse, with a "cyanotic head, neck and arms". Pt was intubated and resuscitation efforts were unsuccessful.

Event description:
Baxter affiliate reports one incident of a pt death. No further info available.